Manufacturer narrative:
It was noted a salt bridge would have affected all ise parameters and in this case only sodium was affected. Additional sodium left from the naoh-d solution on the analyzer due to an insufficient cell rinse could have affected the results. On a follow up visit, the field service representative found cracked vacuum tubing on the rinse mechanism. He replaced the vacuum and fluidic tubing, flushed the waste valves, and replaced the sodium electrode. The customer ran calibrations, qc, and precision. All results met specifications. These actions were determined to have resolved the issue.

Event description:
The customer received erratic ion selective electrode (ise) sodium results for approximately 24 patient samples. Data was only provided for four patient samples that were discrepant and reported outside the laboratory. Patient sample 1 original result was 146 mmol/l. The repeat result on an avl analyzer was 137 mmol/l. The repeat result on another cobas c501 analyzer was 135 mmol/l. Patient sample 2 original result was 148 mmol/l. The repeat result on an avl analyzer was 138 mmol/l. The repeat result on another cobas c501 analyzer was 136 mmol/l. Patient sample 3 original result was 143 mmol/l. The repeat result on an avl analyzer was 131 mmol/l. The repeat result on another cobas c501 analyzer was 133 mmol/l. Patient sample 4 original result was 147 mmol/l. The repeat result on an avl analyzer was 137 mmol/l. The results from the avl analyzer were believed to be correct and corrected reports were sent for the four patients. The customer was not aware of any adverse event. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative found salt bridges in the electrode block. He performed corrective maintenance by cleaning the electrodes and the electrode block. He adjusted the rinse water volume in the cells. The customer ran precision, calibrations and qc. All results met specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.